Manufacturer narrative:
In speaking with olympus technical support via the phone, the olympus representative stated the facility was looking for a wireless solution for the image because there were problems with a wired system. The image kept going in and out intermittently, possibly from damage. The facility had the monitor connected via an sdi cable that laid across the floor. The sdi cable got frayed over time due to foot traffic, procedure carts, etc. The olympus representative was provided information about the zero wire g2 system. The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the image kept going in and out intermittently on the high-definition liquid crystal display (lcd) monitor because there were problems with a wired system. Additional information was received from the facility. The facility had at least ten (10) occurrences since (B)(6) 2021 with the monitor connected to the evis exera iii video system. The exact dates were unknown. The issue occurred when attempting to capture pictures during the procedure or attempting to change display size or image and were either before or during a procedure. The procedures were either diagnostic upper or lower endoscopies. The intended procedures were completed with the same device. There would be a delay in the procedure at times. The patient was not under general anesthesia. No other devices were involved in the event or replaced. No patient harm reported. The device was inspected prior to use and there were no noticeable issues with the monitor connector or wiring. The video system center was working as intended. The serial digital interface (sdi) cord had been replaced a few times and the issue remained. This complaint is related to patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned to olympus for inspection, the event cannot be confirmed and a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.